Event description:
It was reported that insulin gauge displayed an amount different than expected earlier in the day, with difference greater than 30 units between displayed and expected fill estimate that was less than 260 units. There was no reported impact to the customer¿s blood glucose level. Customer was advised by technical support to call back for troubleshooting if issue occurred again while pump was actively displaying unexpected fill estimate, and caller acknowledged these instructions.